Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was received with a full complement of staples and engaged was set. The cartridge cover was disengaged and missing from the cartridge. Functional testing was performed which included resetting and reattaching the cartridge cover. The single use loading unit (sulu) was then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of colon in an open right hemi procedure, the device did not fire. Use another device to complete the case. There was no patient injury.